Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 400 mg/dl and blood glucose was 500 mg/dl. Sensor glucose was at 193 mg/dl and blood glucose was 202 mg/dl at the time of the call. Troubleshooting found that the cannula was kinked and that the pump was functioning as designed. Customer was advised to monitor pump.